Manufacturer narrative:
The analysis is ongoing. The results will be provided upon conclusions of the investigation.

Event description:
Following information reported by the end user, the backrest section of the enterprise 9000x bed moved unintended without any control buttons being pushed. There was no indication regarding patient involvement. No injury was reported.

Manufacturer narrative:
The reported unintended movement was confirmed during functionality testing performed by the arjo technician and it was identified that the control panel and control panel cable were defective and caused this issue. In summary, there was no indication that the involved enterprise 9000x was used with the patient when the backrest raised unexpectedly. The device evaluation revealed that the bed did not meet the manufacturer's specifications. The complaint was decided to be reportable due to unintended movement of the backrest section.